Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 16-nov-2023. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Al, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for chem8+ cartridge lot h23119.

Event description:
On (B)(6) 2023, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridge that yielded discrepant sodium results on a patient diagnosed with addison's crisis. There was no additional patient information at the time of this report. Return product is not available for investigation. Method: I-stat, date: (B)(6) 2023, collected: 16:15, tested: 16:19, results: 111, sample: 1. Method: I-stat, date: (B)(6) 2023, collected: 16:15, tested: 18:15, results: 130, sample: 1. Method: I-stat, date: (B)(6) 2023, collected: 17:45, tested: 17:47, results: 131, sample: 2. Cobas, date: (B)(6) 2023, collected: 17:45, tested: 18:00, results: 131, sample: 2. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.